Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported obtaining an alleged inaccurately high result of ¿194 mg/dl¿ with the subject meter, at 9pm on (B)(6) 2018. This was compared to a result of ¿130 mg/dl¿ obtained on another (¿accucheck) meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of diabetes medications, ¿humalog (3x a day, avg 14 units), lantus (30 units at bedtime), trulicity (once a week), metformin (1x a day) and glipizide (2x a day)¿. The patient reported that, in response to the alleged product issue, she took an extra ¿10 units of humalog¿. She reported that, approximately 30 minutes after the start of the alleged product issue, she began to develop the symptoms of ¿light headedness, sweaty, uneasiness and stressed out¿ but denied receiving any treatment for these symptoms over and above her usual diabetes management routine. During troubleshooting, the csr verified that the test strips had been stored correctly and had not expired, the test strip vial was not cracked, the subject meter¿s unit of measure was set correctly during testing and the patient¿s testing process was correct. The csr was unable to walk the patient through a control solution test as the customer did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.